Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they call ambulance and then admitted into hospital due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 916 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated with some new fantastic insulin machine; she did not know. The customer reported that up and down button was not working. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.